Event description:
It has been reported to co that the occlusion balloon would not stay inflated during the procedure. The physician inserted the occlusion balloon wire into the pt and the occlusion balloon was inflated and it would not maintain pressure. The device was removed and replaced with another to complete the case.